Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 0 occurred. Customer reverted to a new insulin pump for insulin therapy. Customer's blood glucose level was 93 mg/dl.